Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 30-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of prialt and morphine via an implantable pump for intractable spasticity. It was reported the patient saw a new healthcare provider (hcp) who took x-rays a couple weeks ago on (B)(6) 2020. The patient stated the hcp told them the morphine would not work because of the way the pump was sitting on the belt line, the tube had to be entered in the area. It was reported the morphine could not go up. The patient stated since having the pump implanted it had not worked for him. The patient stated he had not been getting relief and continued to get worse. The patient had prialt in the pump for 6 months, then the hcp changed the drug to morphine, and they have been cutting back, starting a couple months earlier. The patient was taking 5-10 mcg of oxycodone. The patient was redirected to follow-up with the hcp. The patient had an upcoming appointment on monday (B)(6) 2020. No further complications were reported or anticipated. Additional information was received from the consumer. The patient reiterated the therapy had not worked since implant and they had been in pain because of it. The patient stated the catheter was "in back not neck." The patient reported their healthcare provider wanted to take the therapy out. The patient was redirected to follow-up with their healthcare provider.